Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, scratched display window, and a cracked case near the display window corners noted during visual inspection. No button response due to moisture damage on the keypad traces. No button error alarms noted. Unable to confirm motor error alarms due to a keypad anomaly. The motor tested ok. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had button error alarm, keypad anomaly, and motor error alarm. The blood glucose at the time of the incident was 5.9 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.